Manufacturer narrative:
The estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion. Records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had an estimated battery life of three years in april of 2015. At the most recent clinic visit the device only had half a year of estimated battery life remaining. Boston scientific technical services (ts) noted that the patient condition appears to be requiring more pacing output from the pacemaker. The increased pacing is causing the battery to deplete at a faster rate than previously estimated. No adverse patient effects were reported.